Manufacturer narrative:
Analysis found that the unit was physically damaged and motor seized. The pre-repair temperature test was not performed. The unit had to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece overheated during servicing. There was no patient impact.